Event description:
It was reported that a patient developed a t11 compression fracture compression fracture due to primary osteoporosis and bkp was performed. Damage was seen in the anterior wall and cranial endplate of the operated vertebra preoperatively. Cement was injected simultaneously for both sides anteriorly. It was reported that cement filling was conducted in an appropriate speed. Two c-arm imaging devices were used during the procedure and revealed cement extravasation during injection with the first bfd (bone filler device). When the fluoroscopic image revealed posterior cement extravasation, the surgeon immediately aborted injection and completed the procedure. Post-operative x-ray and CT confirmed cement extravasation into the spinal canal. Patient was asymptomatic and under observation. The surgeon commented that the needle may have been inserted too medial when preparing a channel into the vertebral body. The no complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.